Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the returned meter powered up normally. Error 1 error sub code 13: rtc defective was observed in meter download. No errors occurred during the investigation. The complaint was verified in the meter download but could not be duplicated during the investigation.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a meter error 1 issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error 1 issue.